Event description:
Information received from the field notes that when the patient presented for placement of an intra-aortic balloon, the device was pacing asynchronously in voo mode. Inter- rogation revealed that the device was in back-up mode. After a software download and reprogramming, asynchronous pacing in doo was noted. The iegms noted excessive noise. The patient was reportedly defibrillated externally several times.